Event description:
At 5:50am a lab test was performed on a pt. At 6:00 am a blood glucose test was performed and the device result was 44 mg/dl. The pt was treated with an IV of d-50 at 6:15 the lab result was not back yet. The lab result was reported at 137 mg/dl. At 8:00 am the device was used again to test and the result was 35 mg/dl. The doctor advised that the device be removed from service. The pt was moved to the transitional care because they were severely dehydrated and has spinal nephritis. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.